Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was identified coincident with peritoneal dialysis therapy. A patient discovered fluid leaking from the cassette door upon removing supplies from the cycler. The patient was unable to complete treatment. Follow up with the patient¿s peritoneal dialysis registered nurse verified that there was no patient injury or medical intervention required as a result of the reported leak. The patient¿s nurse stated that there was an alarm but they were unsure which alarm occurred. The nurse stated that the patient was trained on using manual supplies and was able to complete treatment through continuous ambulatory peritoneal dialysis. The cassette was discarded. The patient has been able to continue pd therapy with no further issues.

Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.